Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-jul-2012, UDI#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 708 mcg/day via an implantable pump for intractable spasticity and familial spastic paraparesis. On (B)(6) 2020, it was reported that the patient had been having large volume discrepancies at refills since (B)(6) 2020. The patient's last normal refill was on (B)(6) 2019. At the refill on (B)(6) 2020, the expected reservoir volume was 4.6 ml and the actual volume was 22.5 ml. The pump logs were checked and no anomalies were noted. The patient was "fine", no increase in spasticity or tone. The pump was refilled and the patient came in for their next refill on (B)(6) 2020 with an expected volume of 5.4 ml but an actual volume of the full 40 ml. The logs again showed no anomalies and the patient was fine with no symptoms. At the time, the patient requested to have the pump removed as they did not think that it was working and, since their condition was not changing, that they did not need the pump anymore. The neurosurgeon spoke with an unknown rep and it was decided to fill the pump with saline for a couple of months. If no changes were noted, then they would plan to remove the pump. The neurosurgeon and the hcp thought that there was an occlusion or kink in the catheter, but the patient requested to have the pump removed so they were just wanting to monitor with saline before the removal.